Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call that the customer was currently hospitalized. Nurse reported that the insulin pump may not be functioning properly. Nurse reported that the sensor glucose readings and blood glucose readings were far apart from one another. Sensor glucose reading was 289 mg/dl and blood glucose reading was 337 mg/dl at the time of the call. The nurse was unable to troubleshoot at the time of the call. The nurse was advised that the sets would be replaced but did not return the products for analysis.